Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon felt he was not able to open and close the scissors properly. His assistant helped in the removal of the instrument from the arm and the nurse inspected the instrument. After removing the tip cover, a broken silver cable was identified. It was the last use of the instrument. Another backup monopolar curved scissors was used as a substitution to finish the procedure. The procedure was completed with no reported injury.